Manufacturer narrative:
A product investigation was conducted. Visual inspection: the shaft for trephine attachments was received with all three (3) distal prongs broken off. The prongs were not returned. The break was roughly transverse and located as the base of the prongs. The balance of the device shows surface wear consistent with use and which would not impact the functionality. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Dimensional inspection was performed for inner distal and at base of prongs and is conforming as per relevant drawings. Document/specification review: the relevant drawing(s) was reviewed. A device history record could not be conducted as all documents got lost. Memo dated 18 february 2015. Material/hardness review: the material could not be reviewed due to the DHR issue stated above, however the device was manufactured in aug 2013 (5.5 years old) and based on its age it is believed the material would of contributed to the issue. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. However, the received condition is consisted with exceeding lateral forces potentially form off-axis use or incomplete attachment of the mating attachments. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sterile processing staff noticed that the shaft for trephine attachments was damaged and beyond repair. There was no patient involvement. This report is for one (1) shaft for trephine attachments. This is report 1 of 1 for complaint (B)(4).